Event description:
Report rec'd of suspected j retention wire fracture without protrusion.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured 11mm and 62mm proximal of weld site. The proximal section of j stiffener wire measures 25mm and has migrated down lead body 65mm proximal of weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to 87mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fractures.